Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log could not be downloaded due to recurring error alarms. To further investigate, a power up self test was performed. Customer problem was duplicated. The issue was determined to be caused by an inoperalbe main board; the main board will be replaced.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, error code 44861 was noted upon power up. No patient was involved in this event. No adverse effects were reported.